Event description:
The customer reported that the system did not work and failed to boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded and the system was recalibrated. The system was then found to be operating as intended.